Event description:
Customer reported that her insulin pump was alarming a high-pitched noise and the keypad was unresponsive. Customer stated that she changed the batteries, but the alarm was still occurring. Blood glucose value was 73 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored in a 50c oven for several days and no high pitch alarm or audio anomaly was noted. All button functioned properly. No damage was noted in the keypad assembly. No unlocked connector was noted. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip and minor scratches on the display window.